Event description:
Pt. Admitted because of long charge time for i.c.d. I.c.d. Replaced and new leads system implanted because of high "defibrillation threshold". Pt. Discharged with functioning i.c.d. With directions for follow up.